Event description:
It was reported that (2) tct75 were used during a lobectomy procedure. It was reported by the rep that the surgeon was attempting to use tct75 for lobectomy, after closing instrument an attempt was made to fire but could not. Another gun was pulled with the same result. Surgeon finished the case using two reloads of tx60b and manually cutting. There was no consequence to pt.